Event description:
It was reported that pump displayed malfunction alarm with code 12, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was guided through resetting pump, confirmed that malfunction did not recur after reset, and was advised to continue using pump and to call back if problem returned, which customer acknowledged and understood.